Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen became internally damaged, producing lines that made the display difficult to read, and a replacement was arranged; the issue involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related visibility problem and a device display that was difficult to read due to a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.